Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying late could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation. 15 minutes after the pod was removed the cannula deployed.